Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room for an increased heart rate. It was noted the patient had diaphragmatic pacing from the left ventricular (lv) lead. The lv lead polarity and output were reprogrammed and the diaphragmatic pacing was resolved after phrenic nerve stimulation was observed at a higher output. The patient was discharged. The patient then presented approximately three weeks later and lv lead dislodgement was observed. It was noted at the follow-up appointment, the lv lead was not sensing. The patient was given an x-ray for confirmation and a lv lead revision will be performed. The lv lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the lv lead was explanted and replaced. No patient complications have been reported as a result of this event.